Event description:
Per the clinic, the patient experienced magnet retention issues since activation. Subsequently, the patient was treated with steroid injections (specific date and duration not reported) in order to thin the skin flap, but it still doesn't hold firmly. A new replacement were sent to the patient.

Manufacturer narrative:
Correction: the correct device is ci632 with serial number (B)(6) not cp1150 magnet (strength 5 (I)) as previously reported. Correction: per the clinic, the patient experienced retention issue with the device since activation due to thick skin flap. Subsequently, the patient was treated with steroid injections (specific date and duration not reported) in order to thin the skin flap, but it still doesn't hold firmly. A new replacement sound processor were sent to the patient. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report. Correction: coding on annex f, annex b and annex c is updated.